Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation (postprocedure) appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The additional cds device referenced are filed under separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2021 during a follow up visit, it was noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the other clip detached from the anterior leaflet and the mr increased to 4. A leaflet tear was also suspected at the center of a2p2 where the second clip was implanted. No treatment was performed at this time. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.